Event description:
As reported, approximately 6 years post op the initial tha, this 64 y/o male patient was revised due to the gxl liner recall. Patient revised to a xle liner 36mm 10* face changing with +5 lateralize and a +0 stem adapter and 36mm head.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 170-36-00 - biolox delta femoral head 36mm od, +0mm 4629459. 186-01-52 - integrip cc, cluster 52mm, g2 2795751. 188-01-11 - wedge plasma x/o sz 11 4374032.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 6 years post op the initial right tha, this 64 y/o male patient was revised due to the gxl liner recall. No other reason was reported. Patient revised to a xle liner 36mm 10* face changing with +5 lateralize and a +0 stem adapter and 36mm head. There were no reported issues during the revision surgical procedure. The patient was last known to be in stable condition. Device was returned. No additional information.

Event description:
As reported, approximately 6 years post op the initial right tha, this 64 y/o male patient was revised due to the gxl liner recall. No other reason was reported. Patient revised to a xle liner 36mm 10* face changing with +5 lateralize and a +0 stem adapter and 36mm head. There were no reported issues during the revision surgical procedure. The patient was last known to be in stable condition. Device was returned. No additional information.